Event description:
Complainant alleged that during a routine shift check by a clinician the device would not charge and displayed a "pace/defib" fault message. Complainant indicated that there was no pt involvement in the reported malfunction.